Manufacturer narrative:
The device was returned to the olympus repair center. During the repair inspection, varying colored images (purple/green) was identified. The image error was isolated to a defective cable unit. As a result of image error, the white balance function is not available. The inspection also noted, the heater board inside the outer tube is broken, the gray protection hose of the cable has cuts and a screw of the video connector was missing. The device has not been repaired in the last year. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. However, the reported phenomenon is a known issue and has been previously investigated. Based on a previous investigation the root cause can be attributed to: ¿1. Cable pins of odu connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig 5016938 not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints.¿ olympus will continue to monitor the field performance for this device.

Event description:
Olympus (osh) was informed that the customer endoeye high-definition ii, autoclavable video telescope has a colored image defect, ¿the image is green; and after white balance, the image is still green¿. The customer reported problem was found during reprocessing. The procedure was completed using the same device. No death or injury and no impact to patient or other was reported to olympus.